Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# j0225319v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was getting electrical shocking sensations since the new implantable neurostimulator (ins) was implanted because the electrodes were not changed. Approximately a year ago, the patient had met with a manufacturer representative at the healthcare professional¿s office. The manufacturer representative had told the patient that ¿it was sending shocks¿ to the buttocks, right leg, groin and upper part of the back because ¿it was not connecting to the electrodes.¿ it was further reported that the manufacturer representative had tried to get stimulation to temporarily work until they could do surgery, but the manufacturer representative could not get it to work. The patient was told that surgery was going to be scheduled within weeks, but it had been a year and nothing had been set up yet. It was noted that the patient was not using the ins because it shocked her every time she turned it on. The patient had not used stimulation in a year. The consumer reported that the problem was that one model of the electrodes that she had did not connect with the new ins model she had implanted. Additional information received from the manufacturer representative reported that the manufacturer representative did not remember the patient, but they would contact the healthcare professional and ask for information. It was later reported that the manufacturer representative spoke with a healthcare professional; the only information the manufacturer representative could get was that the patient had her ins replaced on (B)(6) 2014. It was noted that the reported ins replacement on (B)(6) 2014 did not match the manufacturer¿s records, which showed the ins was implanted (B)(6) 2014. The manufacturer representative was unsure of what was meant by ¿it was not connecting to the electrodes.¿ it was thought that the patient did not know what she was talking about. The manufacturer representative stated he will conduct further follow up with other manufacturer representatives in the territory to see if anyone had worked with this patient. The manufacturer representative also stated he will follow up with the healthcare professional to get clarification on what the patient had been told. Additional information received from the healthcare professional via the manufacturer representative further reported that the patient had met with the managing healthcare professional about four weeks prior to (B)(6) 2016, and that was the first time the healthcare professional was informed about anything wrong with the system since it was replaced in 2014. The patient had stated her stimulation had changed and it was not as it should be. None of the staff at the healthcare professional¿s office recall seeing the patient since (B)(6) 2014 nor hearing the patient state anything regarding shocking and electrode issues. The healthcare professional made a request for a manufacturer representative to meet with the patient to evaluate the system; it was noted that the patient had an appointment scheduled for (B)(6) 2016. The manufacturer representative reported checking with other manufacturer representatives in the territory, however, none of the manufacturer representatives recalled or had notes/details about meeting with the patient in (B)(6) 2014. It was unknown which manufacturer representative had met with the patient. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the reported shocking sensation. The patient stated she was told in (B)(6) 2014 that she would be scheduled for surgery, however, nothing was done at that time. Additional information received from the healthcare professional via the manufacturer representative later reported that the patient was seen on (B)(6) 2016 as planned by the manufacturer representative, the healthcare professional, and the healthcare professional's staff. It was determined that the patient had a pocket neuroma. The healthcare professional did not believe the pocket neuroma was related to the spinal cord stimulation (scs) system in anyway. In addition, the healthcare professional thought the pocket neuroma was causing the sensations the patient was experiencing as well. The manufacturer representative also reported that the patient was due for a battery replacement. It was also reported that the patient's disease was in progression, which was resulting in additional lateral leg and back pain. The healthcare professional recommended revision and suggested to implant the new system at a new location which might help with the additional pain. It was further reported that the patient wanted to think about it, and then get back to the healthcare professional and manufacturer representative. The healthcare professional's office and the manufacturer representative had not heard from the patient since, and the manufacturer representative had no further information. If additional information is received, a follow up report will be sent.